Manufacturer narrative:
(B)(4). Concomitant medical products - nexgen mis precoat stmd tibplt, catalog # 00595004701, lot # 60336057. Palacos n-antibiotic bone cmnt, catalog # 00111214001, lot # 63273894. Nexgen all poly patella, catalog # 00597206532, lot # 60307309. Reported event was unable to be confirmed. No product was returned, nor photos received; therefore, the condition of the components could not be evaluated and visual and dimensional evaluations could not be performed. Review of device history records found no evidence of product nonconformance or related anomalies. Review of operative reports revealed no deviations from surgical technique in either procedure. A definitive root cause cannot be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient was revised approximately 8 years post-implantation due to pain and loosening of the tibial component. During the procedure, all components were removed and replaced. Additional information received in medical records indicate the patient was revised due to pain, evidence of loosening and collapse of the tibial component. Revision operative report noted tibial osteolysis, loosening and poor bone quality, wear of the tibial bearing and fibrous patellar cysts.